Event description:
Allegedly disassembly of the femoral head and of the modular neck in the meafiasiaria part.

Event description:
Allegedly disassembly of the femoral head and of the modular neck in the meafiasiaria part.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure. Dimensional inspection. Functional check. Use of device could not be determined.